Event description:
It was reported that the pump motor had stalled. The event logs confirmed multiple motor stalls and motor stall recoveries. Environmental sources were ruled out. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).